Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. As reported: "patient revised for conversion from bipolar to total hip." A 54 ugh component and 26 mm head were removed.